Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received for investigation and longevity calculations were performed and revealed the device's battery had depleted normally. An impedance anomaly was however, confirmed. The programmer printouts were obtained, showing that the weekly ventricular pacing lead impedance (vpli) data had increased gradually. Functional testing was performed to determine the cause of impedance issue but the device was found to be normal. The cause of the gradual increase in vpli remains undetermined.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
Related manufacturer reference: 2938836-2017-22598. During follow up, premature battery depletion was suspected. The device was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was capped and replaced due to a gradual increase in impedance. The procedure was completed with no adverse patient consequences.